Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration due to a suspected lead fracture. The patient is not pacemaker dependent. The physician inquired about magnetic resonance imaging (MRI) conditionality. Technical services (ts) discussed that the system would not be considered MRI conditional based on the ra lead integrity concerns. Additional information was later received that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended. It was noted that the raat was rarely measured due to low evoked response, the ra lead was noted to be programmed unipolar pace/sense and the physician has been continuing to monitor. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.